Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 226 mg/dl. At time of incident and current blood glucose 232 mg/dl. The customer¿s blood glucose level was in the range of 400-500 mg/dl. The customer does not allege pump was under delivering. The customer treated with bolus. Customer stated that they did not receive the any insulin delivery alarm. The customer was advised the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.